Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device was not communicating. The customer reported that the user was unable to remove the medication for the patient due to the malfunction. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer found that the disconnect mode icon appeared on the screen after diagnosis, but the patient was still able to access medication. Restarting the station resolved the issue and removed the icon. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device was not communicating. The customer reported that the user was unable to remove the medication for the patient due to the malfunction. There were no adverse events or injuries reported due to this event.